Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen unreadable issue was verified. Functional testing was performed and no failure was identified related to the reported touch screen cracked issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and became completely black and unreadable. Reportedly, the reason for the cracked screen was unknown. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.